Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 2153511. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that cracks in the bd q-syte¿ micro bore extension set threading caused leakage to occur, which was noticed after the infusion. The following information was provided by the initial reporter, translated from chinese: "(B)(6) 2023 the nurse administered catheter infusion to the PICC patient and gave a closed infusion joint connecting the diaphragm without a needle. After infusion, there was fluid seepage and cracks were observed in the thread of the joint. The nurse immediately replaced the new infusion joint without a needle in the separator and continued infusion. No such situation occurred again and reported it to the material supply management department.".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cracks in the bd q-syte¿ micro bore extension set threading caused leakage to occur, which was noticed after the infusion. The following information was provided by the initial reporter, translated from chinese: "(B)(6) 2023 the nurse administered catheter infusion to the PICC patient and gave a closed infusion joint connecting the diaphragm without a needle. After infusion, there was fluid seepage and cracks were observed in the thread of the joint. The nurse immediately replaced the new infusion joint without a needle in the separator and continued infusion. No such situation occurred again and reported it to the material supply management department."